Event description:
It was reported that a patient underwent a cmf procedure on (B)(6) 2022 and suture was used. During the procedure, at the first passage of the needle into the mucous flap, without particular traction with the needle holder, the needle was detached from the absorbable thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. One sealed box with thirty-six packets, and two opened boxes with fourteen and thirty-six packets of product code vri215h were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per sampling plan visual inspection were performed to thirteen samples, the packages were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: what was the name of the procedure? No info ¿ cmf procedure. What was the procedure date? (B)(6) 2022. Was there any adverse consequence associated with the patient? No consequences.